Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service check. The cse then reviewed the instrument data and replaced the sample probe due to the presence of gel material on the sample probe tip. The cse ran water test and quality controls, which were acceptable. The cause of the discordant, falsely low estradiol results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low estradiol results were obtained on one patient sample upon initial and repeat testing on an immulite 2000 instrument. The discordant results were not reported to the physician(s). The sample was repeated neat on an alternate immulite 2000 instrument, resulting above the analytical measurement range. The sample was then diluted with a dilution factor of 1:3 and repeated on the alternate immulite 2000 instrument, resulting higher and matching the clinical picture of the patient. The repeat result from the diluted sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low estradiol results.